Event description:
It was reported that the patient passed away on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricle assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively determined through this evaluation. Additional information regarding the event was not provided. No alarms were reported at the time of the event. It was reported that (B)(4) was not explanted for evaluation. The heartmate ii lvas instructions for use (IFU) is currently available. Although no device related issues were reported, the heartmate ii instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.